Event description:
A report was received stating a ventilator generated a "compressor operation failure" alarm during ventilation of a patient. Though the ventilator did not stop ventilating, the patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).